Event description:
It was reported the patient's ipg has been protruding through the incision site since implant. Reportedly, surgical intervention was elected on (B)(6)2018 where the entire system was explanted.